Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure on (B)(6), 2011. According to the complainant, the patient had three plastic stents already placed, prior to insertion of the complaint device. During the procedure, as the physician was attempting to deploy the stent, the inner catheter failed to retract. As a result, the stent remained in situ and was unable to be deployed. It was reported that the inner catheter then broke off the delivery system inside the patient. The stent and the broken guide catheter were retrieved from the patient using grasping forceps. No further stent insertion attempts were made. The procedure was completed with the three previously placed plastic stents. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention performed. (B)(4) - the reported issue of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was separated from the delivery system and was loaded on the broken guide catheter. The suture hole on the stent was torn/ripped. The broken suture was located at the stent suture hole. The proximal tip of the stent was torn. The working length of the stent revealed scratch markings. The pull wire was severely kinked near the distal end. During the evaluation, the push catheter was cut to examine the distal end of the pull wire. The pull wire was broken near the coined length. The broken piece of the pull wire with the welded cannula remained inside the proximal end of the guide catheter. The proximal end of the guide catheter was slightly torn. The distal end of the guide catheter revealed multiple kinks/bends (suture impressions). Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure on (B)(6) 2011. According to the complainant, the patient had three plastic stents already placed, prior to insertion of the complaint device. During the procedure, as the physician was attempting to deploy the stent, the inner catheter failed to retract. As a result, the stent remained in situ and was unable to be deployed. It was reported that the inner catheter then broke off the delivery system inside the patient. The stent and the broken guide catheter were retrieved from the patient using grasping forceps. No further stent insertion attempts were made. The procedure was completed with the three previously placed plastic stents. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.